Event description:
During verification testing at the manufacturing facility of the gemstar pump initially reported as manufacturer report number 2921482-2010-00121, the pump delivered less than intended with the tubing set that was returned from the user facility with the pump for testing. The initial report indicated, "the customer contact reported, the pt received less medication than intended. On an unspecified date and time, the device was programmed in the continuous + bolus mode to deliver morphine 1 mg/ml, with a 2 mg/hr continuous rate, a 2mg bolus dose, a 15 minute pt lockout and a 100ml container size. No further programming parameters were provided. On (B)(6) 2010 at an unspecified time, the nurse reported, the display indicated, the container was empty; however, the amount remaining in the container was 28.4ml. The device was removed from clinical service. The physician was notified. The physician ordered the infusion discontinued and pain therapy resumed using an unspecified oral analgesic. The customer contact stated, there was no change in the pt's status. During testing at the user facility, the device delivered less than expected. Though requested, no additional info was provided."

Manufacturer narrative:
One used tubing set and gemstar pump was received and evaluated. During testing, the tubing set delivered less than intended when the gemstar pump was programmed to deliver at a low flow rate. This was due to a molding related issue during the manufacturing process of the cassette body inlet valve that does not allow the valve to close correctly and produces the back flow of the tubing set. The cause of this event was determined as a combination between an unfilled mold condition in body cavity c3 during the manufacturing process and very low delivery rate setting less than 2 ml/hr. As indicated, this device was identified as part of the customer notification dated august 12, 2010. (B)(4).